Event description:
It was reported that the patient went to ER feeling symptomatic. Patient was in (B)(6), device did not detect, and external defib was used to convert the patient. Device was reprogrammed to increase ventricular sensitivity, but due to erratic nature of rhythm, the physician was informed, it may not resolve undersensing. On (B)(6) 2010, the patient expired while still in the hospital. The system will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.